Event description:
It was reported that the burr separated. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. A 1.75mm rotalink plus was selected for use. During the procedure, the burr separated in the boundary between the rotating burr and the drive shaft. The device was then removed by pulling it out together with the wire and there were no device fragments left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device was ealuated by the manufacturer. The device was returned for analysis. The burr was detached from the coil. The coil was stretched prior to the burr separation, which indicates that force was applied during withdrawal of the device.

Event description:
It was reported that the burr separated. The target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. A 1.75mm rotalink plus was selected for use. During the procedure, the burr separated in the boundary between the rotating burr and the drive shaft. The device was then removed by pulling it out together with the wire and there were no device fragments left inside the patient's body. The procedure was completed with a different device. No patient complications were reported. It was further reported that the patient status after the procedure was good. No visual issue or damage was noted on the rotawire. The physician did not know the cause of the burr separation.